Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain the missing information. However, to date the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was injected with ophthalmic viscoelastic device through the hydration port as per instructions. The scrub nurse was confident in the way the plunger moved into position. That the preloaded iol was fully inserted into patient's left eye. However, it was noticed that the lens was not regular inside the eye. There was no visible damage to the lens during implantation and lens was positioned well that it was implanted into the central part of the capsule. However, the lens torn through the capsular bag. The incision was enlarged and the lens was removed. Vitrectomy was performed and sutures were placed. Another 3-piece model lens of lower diopter (19.0d) was used as the replacement. No delay in procedure was reported. The original lens was discarded. No other information was provided.